Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted up to this time. This lead has high outputs reported on (B)(6) 2013. The physician was dr. (B)(6) at (B)(6) hospital and clinic in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).